Event description:
A report has been received from a hemodialysis user facility. It was reported that a pt had undergone 3 hrs of dialysis when a leak was observed at the venous side of the twister joint which when upon further inspection broke off in the rn's hands. The blood loss was estimated to be 300cc. The treatment was discontinued 30 minutes early. There is no report of any ill effect to the pt. There is no sample for an eval. The pt was discharged to home after the incident.